Manufacturer narrative:
The customer stated to the account manager that they do not consider the surface to have malfunctioned to cause the reported increase in injuries, and did not request any further follow-up from stryker regarding this situation. Customer is not alleging a malfunction or defect.

Event description:
It was reported by the customer that they have noted a general increase in pressure injuries since purchasing the mattresses for their ICU. No specific instances were reported, and the customer is not alleging a malfunction or defect.